Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a write to locked ram power on reset occurred on (B)(4) 2010. The device should be able to fully recover after the reset.

Event description:
It was reported that the patient was admitted to the hospital due to having high atrial rates. Power-on-reset parameters were reported, including "write to locked ram" error. The device was reprogrammed to normal settings and the device is still in use. No further patient complications were reported as a result of this event.